Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis with a reported problem of error 32097 which was confirmed as having occurred in the field and replicated. The usm was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed direction test. Troubleshooting was performed with gold clock-spring fiber installed and test passed. No signs of damage during visual inspection. The complaint was confirmed based on failure analysis. The probable root cause of the reported complaint can be attributed to a communication issue involving the clock-spring fiber within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a clinical sales representative (csr) called technical support with the customer on the line to report that there was a fault on the universal surgical manipulator (usm3). Multiple errors of 32097 were observed in logs on the usm2. However, the customer insisted the error was on usm3 and proceeded with the procedure. The procedure was completed as planned with no report of patient injury. At this time, it is unknown if the procedure was completed in its original configuration.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2). System tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.